Event description:
It was reported to baxter (B)(4) that a flo guard solution administration set would not disconnect from an unknown cannula. The luer section of the set was seen to rotate but would not disconnect from the cannula. The condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and a root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.